Event description:
A physician reported that cassettes were being re sterilized to perform operations leading to endophthalmitis on regular basis with no patient details was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cassettes were being re sterilized to perform operations leading to endophthalmitis on regular basis with no patient details was reported.

Manufacturer narrative:
The information provided by the customer was unclear. For instance, cassettes were mentioned but not directly linked to the event. The customer merely stated that they used these products without specifying their relevance to the event. Furthermore, it was stated that "the cassettes had been re-sterilized, and they heard about endophthalmitis cases on a regular basis," but it did not explicitly state that cassettes caused endophthalmitis. Based on the new information, it was noted that the cases did not occur at the reporter's center but at another nearby center. The reporter lacks clear information about the type of consumables used with the patients but suggests that a shortage of cassette from our distributor may lead other centers to reuse the cassette. The manufacturer internal reference number is: (B)(4).